Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. Information regarding the exact date of patient death is unknown. A review of the manufacturing and sterilization records showed no anomalies. Additional device/patient information: it was reported to medtronic neurosurgery that patient had gone to the hospital due to cerebral aneurysm. According to the report, the physician performed the surgery and patient status was good. The report stated that the doctor implanted the product after the surgery for the cerebral aneurysm. Reportedly, the cerebrospinal fluid was clear during the surgery. According to the report, one day after implantation, the patient got a fever and it was found that the cerebrospinal fluid turned purulent. The report stated that, per the lab test results, the protein count of the cerebrospinal fluid was very high and reached more than 20000 units. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had a cerebrospinal fluid infection after implantation of the device. According to the report, the patient¿s wbc count was found to have increased. The report stated that the doctor explanted the product and treated the patient with an antibiotic. Reportedly, the patient died.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.